Event description:
Per dealer this pacm6 was recall replaced on order (B)(4). The pacm6 is experiencing intermittent issues. Per dealer when the chair is in use the direction changes opposite the way it should go, intermittently. Dealer states it took about 40 minutes before it happened.